Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) discovered the iabp had a broken fiber optic connector assembly, but found no damages to the iabp lamp upon inspection. To resolve the issue, the fse replaced the fiber optic assembly, and performed a full calibration and all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that cardiosave intra-aortic balloon pump had a fiber optic related issue. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.